Manufacturer narrative:
The device is not returned as the issue was resolved with troubleshooting. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Device history record and manufacturing date is not available since the device serial number is not known. This supplemental report is being submitted to provide this information. The reported issue for the device was the receiving of b30 and e216 scope communication errors. Customer got the device through the errors with powercycling and was advised of the troubleshooting steps: power down the tower, clean the scope contacts with alcohol, let it dry and then plug it back in. When it's powered up, if the error isn't clear, then power down and swap scopes. The customer issues were then resolved, though no details were provided. The phenomena were resolved by cleaning the electrical contacts of the endoscope. Thus it is inferred that the user connected the video connector to the light source without completely drying the electrical contacts of the scope connector or with the foreign objects (such as chemical liquid residue, fur, sebum soils, dust or fluff of gauze) adhered to the electrical contacts, causing the above phenomena. Unstable electrical contacts may cause failure in communication between the videoscope and the video processor via the light source, resulting in the b30 error (scope communication error) or the e216 error (scope communication error).

Manufacturer narrative:
Additional information is not yet available for the event. The issue was resolved with troubleshooting and the device will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, the device yielded a b30 and e216 scope communication errors. There is no harm or adverse impact reported to any patient.